Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. Reportedly, the customer left the pump plugged in and charging the issues did not reoccur. Additionally, the pump time and date were incorrect; cause was not known. Reportedly, the customer corrected the time and date to resolve the issue. Customer's blood glucose was 88 mg/dl.